Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while in the cath. Lab the sheath was inserted into the patients left femoral artery. The md tried to insert the iab into the sheath, however; the iab got stuck in the sheath. The md removed the iab and another iab-06840-u was inserted through the sheath successfully. There was no reported patient death, injury, or complications. Medical/surgical intervention was not required. There was no reported delay or interruption in iabp therapy. The patient outcome is good.